Event description:
It was reported that this right atrial (ra) lead dislodged and moved into the ventricle. The impedance was low within limits. It was noted that during the lead revision, lead damage was observed. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith efforts will be done to obtain information regarding device location. Should any pertinent additional information be received, a supplemental report will be sent. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the ingevity_plus device confirmed that the event of dislodged or dislocated is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the ingevity_plus device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that this right atrial (ra) lead dislodged and moved into the ventricle. The impedance was low within limits. It was noted that during the lead revision, lead damage was observed. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.